Event description:
A dreamstation CPAP pro device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles. Additionally, the device was scrapped.